Event description:
It was reported that the balloon was found to be damaged before use. No report of patient complications.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one (B)(4) embolectomy catheter for examination. The balloon was found to be ruptured between the distal and proximal windings. There appears to be latex missing from the catheter tip. The windings appear to be in good condition. Blood residue was visible between the spring tip coils. The catheter body tube is also in good condition, there is no visible damage. As stated in the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplement report will be forthcoming with the device history results/records.